Event description:
Covidien received info stating that due to a malfunction of an achieva ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The device has not been returned to covidien for eval. A f/u MDR will be sent if additional info is received.